Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. This was noted before use and the product was not used. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with a presence of iodine noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem could not be identified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.